Event description:
Boston scientific received information that one day after the implantation of this right ventricular (rv) lead, there was loss of capture noted when the patient rolled on their right side. All lead measurements were stable. During an attempt to recreate the loss of capture while running real-time electrograms, oversensing of the atrial signal on the ventricular channel was observed that resulted in pacing inhibition. However, the patient had an underlying rhythm of 35 beats per minute (bpm) and did not experience asystole for more than two seconds. A lead dislodgement was initially suspected and a lead revision was performed. During the procedure, the rv lead was operating normally and the oversensing and loss of capture was no longer observed. Both a memory download and a chest x-ray was performed and sent to boston scientific technical services (ts) for further evaluation. A ts consultant reviewed the x-ray and discussed that no anomalies were noted. A review of the data confirmed that there were episodes of atrial signals being oversensed on the ventricular channel that led to pacing inhibition. In addition, the episodes did also display loss of capture in the ventricle as well. However, the episodes did not result in asystole for more than two seconds due to the patient's underlying rhythm. A decrease in amplitudes was also noted. The ts consultant discussed that there is either the possibility that the lead is not optimally positioned or there is a possible lead integrity issue. Further testing was performed and the loss of capture was unable to be reproduced. The ventricular sensitivity was reprogrammed which resolved the oversensing. The following day the lead measurements were still normal. The rv lead was not repositioned and remained implanted. No adverse patient effects were reported. At a later date, this patient experienced a fall due to a loss of consciousness that resulted in a wrist fracture.

Event description:
___

Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) was interrogated and there were no episodes recorded and no pacing inhibition was noted. Another chest x-ray was performed but a lead dislodgement could not be ascertained due to the quality of the x-ray. Based on the past issues, the patient was hospitalized until a lead revision could be performed. Once any further information does become available, this report will be updated.

Manufacturer narrative:
Additional information was reported that while the patient was hospitalized, the device had appeared to be functioning appropriately with no further issues of oversensing or loss of capture. The patient also had an unrelated angiogram where the leads appeared to be in the appropriate position with plenty of slack. At this time, the lead still remains implanted and in service. The patient will continue to be followed closely to ensure that it is still pacing and sensing appropriately. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.